Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk biv ICD implanted: (B)(6) 2009; 694765 lead implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion. The device was explanted and replaced. It was also reported that during the device change out, it was noted that the patient had phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead threshold was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.